Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There was no problem found on the handpiece. The company representative performed functional tests on the handpiece and confirmed that the handpiece functioned normally. The handpiece was subsequently returned to the customer with a technical report. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on february 16, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on june 18, 2009. Based on qa assessment, the product met specifications at the time of release. There was no problem found with the handpiece. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.